Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument was found to be damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument's string was damaged, causing it to remain static with jaws not opening; no tip or thermal damage was observed, no fragments fell into the patient, and no patient injury occurred.